Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer reported that the main full-height cubie in drawer 4 could not be recovered. The magnet had fallen out, preventing the system from sensing the drawer opening or closing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full-height cubie drawer 4 had failed. A field service engineer (fse) confirmed the failure, pulled the cabinet out, and removed the back panel. The latch inseparable magnet was inspected, after which the back of the drawer and the latch assembly were removed. The latch inseparable was replaced, the drawer was reassembled, the bus cable was reconnected, and the station was powered up. The customer successfully recovered the storage space and verified proper drawer functionality through testing. The system functioned as intended after the field service engineer repaired the device.